Event description:
The device was explanted and replaced with a similar device after an implant duration of 37 months. No reason was given for the explant. The device was returned to the manufacturer for analysis. A follow-up report will be sent if additional information becomes available.